Event description:
Livanova deutschland received a report that stirrer mechanism, patient pump 1 and distribution board of a heater-cooler system 3t were replaced during maintenance activity since they failed. There was no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6) district of columbia. Through follow-up communication with livanova field service technician, it was learned that the motor would not turn and the board was faulty. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
A device service history review has been performed and identified that the unit was manufactured in 2015 and no other similar events have been reported. Based on all the above facts, taking into account the manufacturing date of the system and considering the information provided by service technician during follow-up communication and the results of a similar complaints database analysis, the root cause of the reported event is a stuck pump, which probably worn out/corroded/degraded over time due to environmental conditions the pump was working in, as high temperature, condensation and humidity, with the contribution of disinfectant actions. This led the motor to no freely rotate and required a power overload to work which could have led to an overcurrent that ultimately caused damages to the board. No other specific action was currently deemed necessary, livanova maintains and document periodic customer events monitoring process in order to evaluate actions for products improvement.

Event description:
See initial report.